Event description:
This was an attempted left-sided lead extraction of a rv lead (cpi-gdt 155; implant date unknown) due to lead failure. The rv was a left sided implant of a dual chamber system with a mdt 4093 in the ra. The patient was taken to the or, prepped with an arterial line, fluoroscopy in use, tee was available, and cvs on standby. A locking stylet was unable to be inserted into the rv lead as the lumen was compromised. The md decided to cut and cap the rv. The ra lead was cut and prepped with a lld-ez, lasing with a 14f sls ii. The ra lead started unraveling and the extraction was abandoned. The lld-ez was locked, unable to be removed from the lead, it was left in place and the lead was capped. The new rv lead was subsequently re-implanted on the right side. There was no patient injury, discharging home the following day.